Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The event is considered misuse. Per the IFU, a moldable ostomy device should not be cut. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient's wife reported that on (B)(6) 2020, she cut a hole in the moldable wafer all the way out to the flange ring and applied the wafer. The stoma was located on his lower left quadrant and abdomen was round and firm. On (B)(6) 2020, the pouch was about a quarter full with blood after 2 days of wear time. The wife removed the appliance and noted a quarter inch cut to the stoma at 12 o'clock position. The bleeding stopped with pressure and a cool compress. The wife discontinued use of convatec product and placed a coloplast product on the patient. He continued to use coloplast and was experiencing issues with bleeding. No photo is available at this time.